Event description:
Drive devilbiss healthcare was notified of an incident involving a walker by the end user who stated that the wheel of her walker fell off causing her to fall. The end user was diagnosed with a detached ligament in her calf that requires surgery. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.